Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred towards the end of the patient¿s hemodialysis (hd) treatment. The patient had fifty five minutes left in their treatment when the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was visually observed at as bright red streak in the middle of the dialyzer. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The in-house biomedical technician (biomed) stated that the machine was evaluated and passed functional checks. The biomed stated that the blood leak sensor was preventively calibrated and the machine has been returned to service without further issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer at the user facility indicated that the unit was pulled from service for evaluation following the event. The biomed stated that the blood leak detector was preventively calibrated. Additionally, functional testing performed by the biomed confirmed that the system was operating properly. The 2008t hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.